Manufacturer narrative:
Customer has indicated that the product will not be returned as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. DHR was unable to be performed as the part and lot numbers of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing pain and pressure in the joint approximately 2 years post implantation. No revision has been reported or scheduled to date. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: shell porous with cluster holes 52mm/ pn 65620005222/ ln 62818881, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset/ pn 65771100900/ ln 62831837. This follow up report is being filed to relay corrected and additional information. Once the investigation has been completed, a follow up MDR will be submitted.